Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: review of the black box data revealed records of unexplained power on reset. On examination, the battery compartment was confirmed to be cracked as per the allegation. The battery cap returned with the pump was damaged; stripped threads. The returned battery compartment was not able to fit to the pump properly or maintain electrical connection for proper function. Investigation duplicated the intermittent power issue with the returned/damaged battery cap on the pump. A test battery cap was able to secure to the pump properly and maintain electrical connection. With the test cap in place on the pump, the pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.